Manufacturer narrative:
The exact upn is unknown. However, the complainant was able to provide the following device details: tracheobronchial distal release, covered, 16mm x 40mm ( covered area 25mm). Expiry date: 2014-06. The reported issue of stent partially deployed. The reported issue of stent premature deployment. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Only the deployed stent was returned for analysis. A visual examination of the returned stent was performed, there were no issues noted with the profile of the stent. A device history record (DHR) and a review of similar complaints could not be performed as the device upn and lot number are unknown. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. The most probable root cause classification of this investigation is operational context. This is defined as a complaint that is associated with a product that meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered stent was attempted to be implanted within the bronchus on (B)(6) 2012 during a stent placement procedure. According to the complainant, the stent was being placed to treat a bronchial stricture due to lung cancer. During the procedure, the surgeon started to deploy the stent and had to pull the deployment suture really hard. It was too difficult to deploy and the partially deployed stent from the patient. When the device was removed from the patient, it was placed on the table and it completely deployed on its own. The procedure was completed with another device. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "satisfactory".

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered stent was attempted to be implanted within the bronchus on (B)(6) 2012 during a stent placement procedure. According to the complainant, the stent was being placed to treat a bronchial stricture due to lung cancer. During the procedure, the surgeon started to deploy the stent and had to pull the deployment suture really hard. It was too difficult to deploy and the partially deployed stent from the patient. When the device was removed from the patient, it was placed on the table and it completely deployed on its own. The procedure was completed with another device. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "satisfactory".